Event description:
The ge oec 9900 fluoroscopy system had a fluoro timer that would not reset. The mainframe had an uncommanded reboot and the image swapped left to right was inverted.

Manufacturer narrative:
A ge oec service rep investigated the issue and could duplicate the malfunctions described. System performance testing revealed no errors. Glitch or user error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.